Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report (1119779-2026-00269) should be canceled because it is a duplicate of the following reports: 1119779-2026-00616, 1119779-2026-00611, 1119779-2026-00612, 1119779-2026-00615.

Event description:
It was reported that during use of the bd onclarity¿ hpv self collection kit, a false positive patient result was obtained "due to less diluent dispensed into the tube of a dry swab." There was no report of patient impact.

Event description:
It was reported that during use of the bd onclarity¿ hpv self collection kit, a false positive patient result was obtained "due to less diluent dispensed into the tube of a dry swab." There was no report of patient impact.

Manufacturer narrative:
D.4. Medical device lot: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.